Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on (B)(6) 2024, the patient was undergoing chemotherapy and the nurse inserted a single-use implantable drug delivery device indwelling needle into the patient; after flushing the tube and fixing the patch, the drug delivery device was found to be leaking; the tube was flushed again, and the leakage was still found, so the infusion needle was removed, and a new single-use implantable drug delivery device indwelling needle was reintroduced, which caused the patient pain, and the reintroduction did not affect the patient in any other way.